Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcification, concentric, 90% stenosis in the distal right coronary artery (rca). Reportedly, the 3.0x12 mm nc trek balloon catheter was advanced pre-dilatation; however, the balloon ruptured at 12 atmospheres during the first inflation. A 2.75x12 nc trek was used for further pre-dilatation and a non-abbott stent was deployed to complete the procedure. There was no resistance during the advancement or withdrawal of the balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.